Event description:
Facility reported: "at end of procedure it was noted that the foley catheter had dislodged from the pt and was lying on the o.r. Table. -pt's bladder was distended - catheter was re-inserted. 900cc s-pink-tingled urine obtained. Balloon on foley had been perforated.